Event description:
Customer states that a pt with anti-fya did not react with the heterozygous fya+ cells in vrc118. The homozygous cells reacted weakly positive. The daily qc testing was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.